Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # :(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: b5, e1 (hospital) if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information was received and stated that the implant size was smaller than normal.

Event description:
It was reported that during a total hip replacement procedure, the doctor wasted an implant and asked to verify if the sizing on this specific implant was correct. Surgery was not delayed and was successfully completed. There was no patient consequence.

Manufacturer narrative:
Product complaint #(B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. An evaluation of the manufacturing record could not be performed as the required product/lot number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: the device lot number is unknown, therefore a¿device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed. H11 additional narrative: added: d10.

Manufacturer narrative:
Product complaint # (B)(4) investigation summary doctor wasted an implant and asked us to verify if the sizing on this specific implant was correct. The product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found it was returned outside the sterile packaging. No cosmetic defects were observed on the surface of the device. A dimensional inspection was performed and met specifications. A functional test was not performed since it was not applicable to the complaint condition. The overall complaint was not confirmed as the observed condition of the tri-lock bps sz 8 std offset would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. The following drawings reflecting the current and manufactured revisions were reviewed: dwg-101204080 rev f current, rev e manufactured. Dimensional inspection: drawing: dwg-101204080 rev e manufactured. Feature: length, thickness, neck diameter. Specification: length: 132.00 +/-1.00, thickness: 12.78 +/- 0.38, neck diameter: 12.850 +/- 0.025. Measured dimension: length: 132.06 mm, thickness: 12.73 mm, neck diameter: 12.870 mm. Result: conforming measurement device: caliper mitutoyo cd-6" asx ID# (B)(4). Device history lot 1) quantity manufactured: (B)(4), 2) date of manufacture: 08/27/2020, 3) any anomalies or deviations identified in DHR: none. 4) expiry date: 07/31/2030. 5) IFU-0902-00-701. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances / manufacturing irregularities were identified during manufacturing. Corrected: h3

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d4 (lot, expiry date), d9, h4. Corrected: d4 primary UDI number. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.